Event description:
It was reported that there was early replacement indicator. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products : 5076-45 lead implanted: (B)(6) 2008. (B)(4).